Event description:
Procedure: lower anterior resection. Reportedly, the gun was fired, removed, and the donuts were checked and complete circles were observed. On visual check the anastomosis was not sealed. Three-fourths (3/4) of the stapled line was missing. Consultant had to retrieve and redo anastomosis site with sutures. Donuts rechecked and confirmed as complete rings. No pt injury was reported.